Event description:
It was reported that the fiber could not be used to complete the procedure due to an abnormal noise. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device identified a fracture within the connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that there was no light exiting the connector or exiting the fiber tip, which can be a result of an internal connector fracture. It is likely that procedural handling of the fiber during setup or use may have contributed to the connector fracture, leading to an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Instructions for use (IFU) state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. The fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser.

Event description:
It was reported that the fiber could not be used to complete the procedure due to an abnormal noise. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned device identified a fracture within the connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that there was no light exiting the connector or exiting the fiber tip, which can be a result of an internal connector fracture. It is likely that procedural handling of the fiber during setup or use may have contributed to the connector fracture, leading to an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Instructions for use (IFU) state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. The fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser.